Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with no growth and a white blood cell count of approximately 14,000/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique by not washing hands prior to ccpd treatments on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000mg every five days for three weeks (reduced to 1500 mg on (B)(6)2021) and ip ceftazidime at 2000 mg every day for three weeks (discontinued on (B)(6) (2021). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to a non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ is the leading source of the transmission of peritonitis causing pathogens. Though the effluent fluid culture presented no growth, pd patients with an initially elevated wbc count with responsiveness to antibiotic therapy is evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with no growth and a white blood cell count of approximately 14,000/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique by not washing hands prior to ccpd treatments on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000mg every five days for three weeks (reduced to 1500 mg on (B)(6) 2021) and ip ceftazidime at 2000 mg every day for three weeks (discontinued on (B)(6) 2021). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler at home following this event.